Event description:
The customer reported a bloody fluid leak of approximately 50-100ml from a coulter lh 750 hematology analyzer. The leak was not contained within the instrument and "stripper plate not in" error messages were reported by the customer at the time of the event. The customer was wearing personal protective equipment consisting of a laboratory coat, and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse discovered the needle bellows were not draining due to a broken pinch valve vl53b. The fse replaced and re-tubed vl53b resolving the reported leak; however he could not verify the "stripper plate not in" errors reported by the customer. Unrelated to the leak reported, the fse discovered that the white blood cell (wbc) and hemoglobin (hgb) backgrounds were failing as a result of white buildup in the wbc bath and associated tubing. The fse replaced the wbc bath and associated tubing and fittings resolving the wbc and hgb background failures. The repairs were verified per established service procedures. (B)(4).